Manufacturer narrative:
The suspected device was returned to olympus for evaluation. Inspection and testing found error code b30 (scope communication error) appeared due to the connection socket having traces of moisture on the pins. In addition, the front panel was broken, the xenon lamp had over five hundred (500) hours of use, and the top cover was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image does not appear as expected with a particular endoscope model. It appears as expected with other types of scopes. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to an olympus service center for evaluation. During inspection and testing, error code b30 (scope communication error) was observed. This report is being submitted for the malfunction found during evaluation (b30 error). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 15-feb-2022. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, there was a trace of moisture in the pins of the scope connector contacts, therefore, it was determined that b30 error occurred due to contact failure. It was stated that b30 error occurs when communication among scope, light source, and processor fails. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur; 4.4 connection of an endoscope: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.